Event description:
Philips received a complaint from the customer, that there was damage to the label around the gas outlet port. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer had a device with a damaged label around the gas outlet port. During the call, it was verified the part ID listed by the customer was not released yet. The rse reported that there was inventory for an older manual. The customer requested and was provided with the following part ids for future part replacement - label, patient interface (front panel); label, patient interface (front panel). The investigation is ongoing.

Manufacturer narrative:
The customer reported that the label was replaced, and the device was returned to service.